Manufacturer narrative:
Evaluation summary: two devices were returned for analysis. The analysis results confirmed that the instruments were nonfunctional. The instruments were cycled and ejected, the clips due to a misassembled lifter spring. A bacth record review was performed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an unk surgery, the clips were not formed at the squeeze of the trigger. The device eventually produced a clip on the fourth squeeze of the tigger, but then jammed after that. Another device of the same product code was used to complete the case. No patient consequence reported.